Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a shocking or jolting sensation. The patient reportedly felt an electric shock every 5 minutes "in the left body part." It was stated that reprogramming was performed and programming parameters were tested until the "shocks disappeared." It was noted that the amplitude and pulse width were lowered, and the "shocks went away." It was further noted that the patient was alive with no injury. If additional information becomes available, a supplemental report will be filed.